Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that any product/engineering evaluation will be performed independent of this medical investigation. The clinical root cause could not be definitively concluded. Further patient impact would not be anticipated as the surgeon reportedly completed the procedure within a 0-30 minute surgical extension with a change of surgical technique and no patient injury was alleged. Based on this information, no further medical assessment is warranted at this time. Should a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. An engineering evaluation was performed and could not confirm a root cause for the stated failure mode. All checks were found to be within visionaire standards. Please see attached report for details. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, the tibial block of a vis adpt guide lgnp kit did not have a solid, stable fit. The surgeon shifted the block back and forth and never found a spot where it locked in or felt secure, even though no osteophytes or soft tissue were restricting it. The surgeon did not use the tibial block and reverted to the im guide. It is unknown if this problem caused a surgical delay. Patient was not harmed as consequence of this problem.